Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the patient sustained increased bleeding due to insufficient bipolar energy. The surgeon attempted to visualize the back of the liver for an additional resection. During the rotation of the liver to attempt to visualize the targeted location the surface of the liver started to bleeding. Bipolar energy was applied with a fenestrated bipolar forceps instrument, but the bipolar energy was insufficient leading to increased blood loss, approximately 500 ml. The surgeon continued to use bipolar energy to stop the bleeding and surgicel product, which was successful. Ultimately, the surgeon decided to abort this portion of the procedure due to the increased blood loss. The procedure was completed robotically. The patient is recovering well.